Event description:
A pt was delivered to the hosp emergency room by ambulance. The pt had been diagnosed in cardiac arrest and had been defibrillated prior to arrival. Another shock was administrered in the emergency room and the pt was resuscitated. The pt was subsequently transferred to the cath lab. After arriving at the cath lab, the unit was placed on the floor at the foot of the bed and still being used to monitor the pt. One of the medics allegedly observed white smoke coming from the unit. The medic disconnected the monitor cable from the pt and moved the unit out of the room then observed flames from the left side. A fire extinguisher was used to extinguish the flames. There were no adverse affects to the pt or the hosp personnel as a result of the alleged malfunction. The pt was later discharged from the hosp.